Event description:
It was reported that the device was used during an unknown procedure. The blade was broken and fell into the patient, but could be removed. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.